Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that largebore 8 inch ext vlv was blocked on 3 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Blocked smartsite. Detailed incident description: smartsite on extension set is not patent ie unable to be flushed. Identified 3 faulty ones from this batch. A few of the extensions had failed to work from the word go, wouldn¿t let her prime the line at all. She said at times she has aspirated then pushed and at times it¿s worked but less than it hasn¿t . The department uses bd syringes from 5-20mls.

Manufacturer narrative:
Three 20059e-0006 samples from lot 20056799 were received for investigation in opened packaging; residual fluid was present in the line. Additionally a 5ml bd posiflush syringe was received connected to one of the samples to assist the investigation. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting them to a 50ml plastipak syringe from bd stock and flushing with fluid; no connection difficulties or occlusions were replicated throughout testing. Furthermore, a flush through was performed by connecting one sample to the posiflush syringe received; no occlusion was identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20059e-0006 set in the past 12 months.

Event description:
It was reported that largebore 8 inch ext vlv was blocked on 3 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Blocked smartsite detailed incident description: smartsite on extenstion set is not patent ie unable to be flushed. Identified 3 faulty ones from this batch. A few of the extensions had failed to work from the word go, wouldn¿t let her prime the line at all. She said at times she has aspirated then pushed and at times it¿s worked but less than it hasn¿t . The department uses bd syringes from 5-20mls.